Event description:
The customer called for help with her contour meter. She performed control tests while troubleshooting and received a result of 66 mg/dl. The normal control range was 111-153 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement tests strips and a new meter were sent to the customer.